Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the source record was deleted from the clinical system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced transient loss of consciousness which was clinically diagnosed as syncope. The event required in-patient or prolonged hospitalization and was resolved without sequelae. The etiology was noted to be unlikely related to device/therapy and not related to implant procedure. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated that the event was ruled not related to the system or procedure.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.